Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display screen not functioning properly was not confirmed through this analysis. The returned system monitor, serial number (B)(6), was evaluated. The unit was powered on and the data on the screen appeared to be readable; the reported event of a screen issue on the system monitor was not reproduced. Using laboratory test equipment, the unit was tested for several days and found to function as intended. A full functional checkout was performed, and the unit passed all tests without any functional issues and returned to the customer site. A specific root cause for the reported event was not able to be determined during the evaluation of the unit. Abbott will continue to monitor for similar incidents. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). If the system monitor screen does not work, contact abbott's technical service department. Inspection of equipment prior to use and general maintenance of the heartmate ii system are addressed in the power module instructions for use manual (rev. B). The heartmate power module instructions for use (IFU) (rev. B), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while weaning from cardiopulmonary bypass and going on heartmate 3 left ventricular assist device support, the system monitor pixelated and froze. The system monitor displayed the clinical screen at the time of the event. The top portion of the screen displayed random numbers, and the bottom part of the screen displayed the normal view of the clinical screen. After a few seconds, the screen went black. The system monitor then came back on and said "no connectivity" despite, being tethered to the patient on the operating table. The clinical consultant verified all connections were secure and rebooted the monitor, and again, "no connectivity" was displayed. After an additional 15-30 seconds, the monitor reconnected with the system controller and functioned as intended for the duration of the procedure. The clinical consultant verified under the settings screen that the patient cable voltage was appropriate at 14.5 volts. There was no adverse patient impact due to the event. There was a delay in care/surgery by 30-60 seconds.